Manufacturer narrative:
Analysis identified no issue pairing the handset. The front case/back was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was reported that the patient's personal therapy manager (ptm) was loading to 90% and wanted instructions on how to clear the cache. Technical services assisted caller on how to clear the cache and clear all the apps after delivering a bolus. After clearing the cache and restarting the device it still stopped at 90%. Technical services put in an order for another ptm for patient. Patient called back in and stated that they had received the replacement handset and wanted to pair it with their device. Agent walked patient through pairing process.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software product ID hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.